Event description:
The customer contacted stryker to report that their device did not deliver a shock during a patient event. In this state the device may not be able to deliver defibrillation therapy if needed. The customer advised a shock was successfully delivered with a different device. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.